Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, had a second incident whereby an infusion that was being run on a primary line did not infuse. The pump settings said that all the programmed fluid went in, but was not the case. There was no known patient injury or medical intervention associated with this event. No additional information is available.